Event description:
The customer reported that the pump unexpectedly displayed a reset screen. It was unclear if there was any adverse impact on the customer's blood glucose levels as the caller declined to provide specific details. Technical support informed the customer that the reset was a safety feature and that the pump was functioning as intended. Support also provided guidance on actions required following a reset, which the customer understood. The customer successfully resumed insulin without further issues.